Event description:
It was reported that the clinician was questioning whether asystole episode(s) logged by the loop recorder within one week after implant were real or device artifactual. It was noted that 164 ms microdeflections could be seen during times of longer pauses on the waveforms, suggesting device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.